Manufacturer narrative:
Submit date: 6/7/17 .an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer stating that the item is faulty and needles have been popping off during injections.